Event description:
The reporter stated that the surgeon was advancing a implantable collamer lens model micl 12.6 in the sfc-45fp cartridge and noticed the lens was tearing so he opted not to use the lens. No patient contact or injury.

Manufacturer narrative:
Method- work order search performed. Results- a visual inspection of the returned product shows the lens has a portion of one plate haptic torn off and missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints and no similar complaints were found within the search.